Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) popped. Hemostasis was achieved by using another unknown mynx device. There was no reported patient injury. A cordis 6f brite tip 11 cm sheath was used. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath after removal. There was no visible damage in distal end of the sheath after removal. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The user is trained to the device. The device was opened in a sterile field, and it was prepped and stored per the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for analysis. A product history record (phr) review of lot f2305804 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be confirmed since the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the balloon loss of pressure reported. However, access site vessel characteristics (although reported to not have pvd/calcium in the vicinity of the puncture site) and/or sheath condition factors (although reported to have no damages noted) are possible since calcification/pvd at the access site or a frayed/damaged sheath tip can cause damage to the balloon, resulting in a loss of pressure. According to the mynxgrip IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review indicate that there is a design or manufacturing-related issue with the unit. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
Device has not been returned. The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) popped. There was no reported patient injury. An unknown cordis 6f brite tip 11 cm sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath after removal. There was no visible damage in distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by using another unknown mynx device. The user is trained to the device. The device was opened in a sterile field. The device was prepped and stored per IFU (instructions for use). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.